Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between the tubing and the luer connector of the patient line of a homechoice cassette. This was noted during the prime, patient was not connected for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.